Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 561 mg/dl. The customer used an insulin pen to address the high bg. Tandem technical support educated the customer on charging the pump battery. Reportedly, the pump was charged and the customer continued to use the pump for insulin therapy. In addition, it was reported that the usb cable had exposed wires. Reportedly, an alternate cable was used to address the issue.